Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The allegation involves a reactive hbv target in a primary pool (B)(6) with a cycle threshold (CT) value of 37.7 and a secondary pool (B)(6) with a CT value of 38.7. These CT values are near the limit of detection (lod) of the assay. Individual donor testing (idt) for samples associated with the pools was performed, and all individual samples were confirmed to be non-reactive for hbv. Serological testing for hepatitis b surface antigen (hbsag) was non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay was performing as intended. A review of batch records, quality control release data, and worldwide customer real-time data did not identify any product-related issues. Positive control viral targets demonstrated robust and sigmoidal growth curves, and the cycle threshold (CT) values observed in the primary and secondary pools were consistent with samples near the assay's limit of detection. The assay is designed to provide qualitative results, and variability in CT values near the limit of detection is expected. Serological results and clinical context suggest the most likely cause of the reactive pools is the presence of a donor with an occult hbv infection, where serology is non-reactive, and nat results may be reactive at low viral concentrations. No corrective or preventive actions were deemed necessary as the assay was confirmed to be functioning as intended.